Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected information: initial reporter name and address: reporter information facility is in canada and not florida. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw / unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is the patient. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported by the patient that they had bone fracture surgery in (B)(6). It was noted that the patient's ankle still aches after 5 months of surgery and patient is very worried if surgery is needed and whether doctor's in (B)(6) hospital can do it. Patient wanted synthes to provide more information about the plate and screw for the ankle bone fracture. Patient said they have two plates and 13 screws implanted. This report is for one (1) screw. This report is 1 of 5 for (B)(4).